Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers husband reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that this was the second occurrence of replace battery now alarm. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap is not loose, cracked or damaged. Advise customer they may continue to wear pump until replacement arrives, if they insert a new battery. The device will return for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.